Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The unit alarmed failed battery test due to faulty battery tube. We were unable to test the operating currents due to faulty battery tube. An unexpected a21 alarms was not noted. A reset alarm, and check settings alarms were not noted. The unit was received with minor scratches on the lcd window. The unit was received with cracked case at display window corners and belt clip slot.

Event description:
Customer reports to have received an unexpected restart alarm while in the office with healthcare professional. Customer's blood glucose was 147 mg/dl. Customer states he had replaced batteries before receiving the alarm. Customer declined troubleshooting as he wanted insulin pump replaced per healthcare professional's request. Insulin pump will be replaced. No further information provided.